Manufacturer narrative:
The edwards 23mm sapien 3 valve was not returned for evaluation, as it remains implanted in the patient. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore, no device history record (DHR) is required. A 3mensio imagery report was reviewed and the following was observed: calcification was present in aortic annulus. In this case, the device under investigation had been implanted for more than 5 years ((B)(6) 2016). There is no evidence of device malfunction contributing to the reported event. Transcatheter heart valves implanted 5 years or greater with reported calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) do not require an engineering evaluation. Per "reports of device issues (e.g., damage) related to patient and/or procedural factors without evidence or allegation of malfunction do not require engineering evaluation". Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was confirmed by medical record. Based on the limited information provided, the root cause for the valve degeneration approximately 5 years post valve implant could not be determined but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. No edwards defect was identified; therefore, no corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by a field clinical specialist, approximately 5 years and 3 days post-implant of a 23mm sapien 3 valve in the aortic position via transfemoral approach, the valve failed due to stenosis. A 23mm sapien 3 ultra valve was successfully deployed valve in valve. Upon medical records review, patient had valve degeneration. A valve in valve procedure was performed with a 23mm sapien 3 ultra valve in a pre-existing sapien 3 valve in the aortic position. The implant was a success with no paravalvular insufficiency and a mean gradient of 6mmhg.